Event description:
Boston scientific received information that this right atrial (ra) lead presented with high pacing thresholds. A lead dislodgement was suspected. No adverse patient effects were reported.

Manufacturer narrative:
A revision has been scheduled for a later date. No additional information is available. If any additional information does become available, this report will be updated.